Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that there was a hole in the cuff of a size 7 tube that they tried to use. There was no delay with the procedure. There was no patient impact.